Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had main arm cannot communicate with the motor arm and software error detected pump error alarm. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. Customer stated that insulin pump was working after troubleshooting and system went down. The insulin pump will not be returned for analysis.